Manufacturer narrative:
The lens was returned in the well area of the lens case inside a bag. Viscoelastic was dried on the explanted lens. The optic was cut into three portions. The lens portions were adhered in solution one atop the other. The optic was scratched with small areas that were split and cracked within the central optic rings. A photo was available showing the lens in the eye, prior to explanting. The optic appeared damaged in the photo. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products are unknown. It cannot be verified, if a qualified product combination was used. The root cause cannot be determine, for the reported event. The reported optic damage was observed. However, it cannot be confirmed, if the damage to the optic impacted the patient vision to create the dissatisfaction for the patient. Each lens was subjected to a 100% assessment of the power and optical resolution. During the manufacturing process in order to determine acceptability per the lens model and diopter, the power and resolution of the returned lens could not be re-evaluated, due to being returned cut into pieces. All lenses are 100% inspected for cosmetic attributes and the optic splits, cracks, and scratches exhibited, by the returned complaint sample would not have met release criteria. Based on our observation, with the photo of the lens in the eye, the condition of the returned sample, and review of the product history records. It can be reasonably concluded, that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported possible cracks in the intraocular lens. This was noticed during the postoperative slit lamp examination. The iol was exchanged with the same model and power.